Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery coin slot, a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer's battery cap is frayed and there is a crack on the battery compartment. The drive support cap has no damage. Customer does not recall how the damaged occurred. Advised customer that pump would need to be replaced. No further information was provided.